Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shock due to noise artifacts being oversensed. Technical services (ts) was contacted, and ts recommended x-ray imaging. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was turned off and the patient was fitted with a life vest while the decide next steps. X-ray imaging was performed, but did not show anything conclusive. The s-ICD remains implanted. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shock due to noise artifacts being oversensed. Technical services (ts) was contacted, and ts recommended x-ray imaging. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was turned off and the patient was fitted with a life vest while the decide next steps. X-ray imaging was performed, but did not show anything conclusive. The s-ICD remains implanted. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shock due to noise artifacts being oversensed. Technical services (ts) was contacted, and ts recommended x-ray imaging. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was turned off and the patient was fitted with a life vest while the decide next steps. X-ray imaging was performed, but did not show anything conclusive. The s-ICD remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shock due to noise artifacts being oversensed. Technical services (ts) was contacted, and ts recommended x-ray imaging. The s-ICD system remains in service. No additional adverse patient effects were reported.